Manufacturer narrative:
It was reported that the ventilator generated an alarm indicating low o2 concentration. Identification of issue has been done by analyzing problem description, service report and device's logs. According to the information provided by the technician, nozzle unit of o2 gas module has been found defective and it was replaced to resolve the issue. The device passed all performance tests and could be returned to clinical use. The nozzle unit contains a valve diaphragm which is controlled by the inspiratory solenoid and regulates the gas flow through the gas module. The issue was decided to be reported as defective nozzle unit may lead to stop of ventilation, low o2 or high pressure. The root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator generated an alarm indicating low o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).